Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-06050 / 06051).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2014 due to patient allegation of pain. There has been no revision reported for the right hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Correction: it was initially reported that the patient underwent bilateral total hip arthroplasties. This report corrects that information to read femoral resurfacing procedures.

Event description:
Legal counsel for patient reported that patient underwent a left femoral resurfacing procedure on (B)(6) 2008 and a right femoral resurfacing procedure on (B)(6) 2009. Patient's legal counsel further reported that a left hip revision procedure was performed on (B)(6) 2014 due to patient allegation of pain. There has been no revision reported for the right hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative notes reports the presence of joint fluid, inflammatory appearance of the synovium, and femoral head osteolysis. The patient was revised to a total left hip arthroplasty.